Event description:
It was reported that the patient experienced presyncope. During a routine follow up, the pulse generator exhibited backup vvi operation. Intermittent telemetry was noted. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.